Event description:
It was reported that the left ventricular (lv) lead dislodged after the implant procedure. It was noted that the patient had persistent left superior vena cava (plsvc) and a missing right superior vena cava. The device was reprogrammed and the lv lead was later capped and replaced. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.